Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 ¿ patient was diagnosed with recurrent left inguinal hernia; new epigastric hernia thereby underwent open repair with the implant of perfix plug (device 1) for inguinal and ventralex mesh (device 2) in epigastric. Per op notes, ¿on left groin, direct inguinal hernia in the mid portion of the inguinal floor was noted. An extra large perfix plug and patch (device 1) was placed sutured to pubic tubercle. Attention to epigastric hernia, a small ventralex mesh (device 2) was placed to defect and sutured.¿ attorney alleges that patient had bowel obstruction, inguinal pain.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no.), g3, g6, h2, h6, h10. This supplemental emdr represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the bard/davol mesh -ventralex (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralex hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.